Event description:
Customer reported cassette cracked and the solution (tpn) flooded the pump. No pt harm reported. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was not saved for evaluation. Review of the lot history record did not identify any manufacturing issues during production build for the failure mode reported.